Event description:
Discordant elevated troponin I (ctni) results were obtained on a series of patient samples on the dimension vista. The results were reported to the physician. The patient's subsequent samples were tested on an alternate methodology negative troponin I results were obtained in accord with physician expectations. The patient was admitted for subsequent testing. It is unknown if patient treatment was not otherwise altered or prescribed on the basis of the elevated troponin I results on the dimension vista. There was no report of adverse health consequences as a result of the elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that cause for the discordant elevated troponin I result (relative to the alternate methodology) is unknown. The most likely cause for discordance is heterophilic antibody binding. The presence of heterophilic antibodies was not, however, confirmed by independent testing for heterophilic antibody in outside laboratory testing. Also, the individual patient results exhibited a rise and fall pattern that is not unexpected in an instance of a cardiac event. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.